Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump¿s buttons were harder to press, screen was getting lighter and harder to read as well as squirts out in a stream. Customer¿s blood glucose was unknown. Customer stated that insulin pump rejected new battery, had dimmer backlight and unexplained no delivery alarms. Insulin pump will not be returned for analysis.